Event description:
It was reported that the implantable neurostimulator (ins) was not charging. It was noted that the patient tried several times but had ¿no luck.¿ it was noted that the patient had an ultrasound performed on her back. Additional information received reported that the patient saw a chiropractor and an ultrasound was used on the patient¿s back and hips. It was noted that the patient¿s ins was located in the hip area. Additional information received reported that the patient did not have concerns regarding the device or therapy. It was noted that the patient still had concerns regarding the device or therapy, but they were working with the physician or manufacturing representative. It was noted that the patient had an appointment on (B)(6) 2014. It was noted that the patient received assistance from the physician or manufacturing representative and their concerns were resolved.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97754, serial# (B)(4), product type recharger. (B)(4).